Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer requested service for the axsym analyzer due to smoke observed coming from the analyzer. The customer was instructed to power down the analyzer. A service visit was arranged. There is no report of injury.